Event description:
Infant mvb was found to be faulty during a resuscitation in the dr. Baby did not respond well to neopuff so dr. ...requested a mvb (100% o2 was flowing at 10lpm). When attached to ett, excessive pressure was noted at pressure manometer. (Facility) exchanged mvb for new one and encountered no further problems. Baby was given curosurf and transported to nicu, placed on hfov. Cxr showed r ptx requiring a chest tube by dr. Upon examination of defective mvb, (facility) discovered one of the (2) one-way valves was inserted backwards near reservoir bag.

Manufacturer narrative:
Upon evaluation of returned sample, it was discovered that one of the three diaphragm valves was installed incorrectly. The valve functions to exhaust o2 when the accumulator reaches its maximum capacity. When installed in the wrong position, it does not allow for this gas to escape. The gas will continue to pressurize the resuscitation bag until removed from the ett tube or pop-off is reached. This bag is equipped with a 40 cmh2o pop-off feature. It was reported that it was being used at the time of the event. Tests on the returned sample indicated that the pop-off activated at 32.7 cmh2o with 8 lpm gas flow and at 4.01 cmh2o aat 29.1 lpm gas flow. There was no lot number available for this returned sample. Add'l narrative is attached from manufacturer's clinical specialist dated 5/22/2008 and 5/27/2008 regarding the event as known.